Event description:
It was reported and that the pump usb port was loose, the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, it was reported that the pump housing was damaged making it difficult to load cartridges. Customer declined follow-up from tandem technical support, therefore no additional information is available. There was no adverse impact to the customers blood glucose levels.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.